Manufacturer narrative:
Product ID (B)(4); product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) by 40 mm balloon. Upon the first deployment attempt, suboptimal expansion was observed. Subsequently, the valve was recaptured. Upon the second deployment attempt, insufficient expansion was observed once again, and the valve was recaptured and the system was withdrawn from the patient. It was observed that the capsule of the delivery catheter system (dcs) had signs of tension, and there were visible gray marks and bands. Subsequently, a new valve and dcs were used, and an additional pre-implant bav was performed with a 22 mm x 40 mm balloon. Upon the first deployment attempt with the new valve, slight under expansion was observed. The valve was fully implanted, and a 22 mm x 40 mm balloon was dilated to resolve the under expansion. Per the physician, the severe calcification of the patient's native annulus contributed to the expansion issues.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the valve in this report may have caused or contributed to a death or serious injury or that the valve in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. A second paragraph was added. H6. Annex a code, annex c codes, annex d code. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) by 40 mm balloon. Upon the first deployment attempt, suboptimal expansion was observed. Subsequently, the valve was recaptured. Upon the second deployment attempt, insufficient expansion was observed once again, and the valve was recaptured and the system was withdrawn from the patient. It was observed that the capsule of the delivery catheter system (dcs) had signs of tension, and there were visible gray marks and bands. Subsequently, a new valve and dcs were used, and an additional pre-implant bav was performed with a 22 mm x 40 mm balloon. Upon the first deployment attempt with the new valve, slight under expansion was observed. The valve was fully implanted, and a 22 mm x 40 mm balloon was dilated to resolve the under expansion. Per the physician, the severe calcification of the patient's native annulus contributed to the expansion issues. Additional information was received to report that during the exchange of first system to a new system, the patient developed hemodynamic decompensation due to aortic insufficiency caused by the pre-dilatation. As there was a delay in obtaining a second valve, the physician decided to reassemble the system using the first valve which was implanted; therefore, a second valve was never used/attempted.